Event description:
Microline surgical inc., marlow scissor handpiece, was noted to have compromised internal (white) insulation by the threads at the end of the handpiece. This was discovered during setup, prior to current patient use. FDA safety report ID # (B)(4).